Manufacturer narrative:
H6: additional information suggest that d16 no longer apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, the equipment had been working appropriately, and the laryngeal nerves were identified with positive response to stimulation with a prass monopolar probe earlier in the case. Approximately 90 minutes into the case the nerve was clearly visualized and was stimulated with the probe with no response. The trivantage et tube had not been disturbed in any fashion, but placement was re-visualized by anesthesia and deemed to be appropriate. Impedance check was unremarkable, and turning off event capture showed 9-13 uv readings from both left and right channels. Stimulation was confirmed audibly and visuallyon the screen. Stimulation was increased from 1.0 ma to 1.5 ma and then to 2.0 ma with no response. Pulse per second was modified to 10/sec combined with 1.5 ma with no response. At this point the surgeon decided to continue on with the case. The patient was extubated at the completion of the case and anesthesia reported good cough strength and the expected vocal intensity, so vocal fold immobility was not suspected. Later, the equipment was tested with a patient stimulator and with a prass monopolar probe in several procedure types and no issues were evident. Procedure extended by 6 minutes. The procedure was completed with the reported product. There is no patient impact.